Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. Additional information was requested, and the following was obtained: what was the bleeding noticed immediately or post operation? Immediately. What was the anatomy that was stapled in the area where the bleeding was identified? Renal artery/kidney. If it was in hilum, were the vessels taken as a bundle or skeletonized? Unsure. What were the indications for surgery? Unsure. Did the surgeon wait 15 seconds prior to firing? There was a pause. Were there any difficulties with the device during the initial procedure? It was only used once. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What healthcare professional fired the device and what is his/her experience with the device? Surgeon- he has a lot of experience. Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? No. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. It did not look misformed or abnormal. What color reloads were used and what was the sequence of the firings? White, just one was the staple line visualized endoscopically during the initial surgical procedure? Not visualized after firing. How was the bleeding identified? Visually present. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Yes. How was the bleeding addressed? Called in vascular surgeon and trauma/general to assist. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Any clips, clamps, or graspers near the area where the device was being fired? No. Please provide a timeline of events. Unsure. Would the surgeon like to meet with ethicon to discuss the issue? Unsure. Was the death on the or table or post op? Or table. Were there any comorbidities that could have contributed to the patient death? Unknown. Does the operating surgeon believe that the ethicon device caused or contributed to the death of the patient? Why or why not? Unknown-that's the surgeon question.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2026. Corrected data: d1 d4. Corrected data d4: UDI #. D4: batch # 674d66. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with one gst60w reload loaded on the device. The reload was received fully fired with body fluids, and with several b-formed staples on the reload deck. During the visual inspection, it was observed that the shrouds was misaligned in the battery area, which made inserting and removing the battery pack difficult. The damage observed on the shroud is potentially related to a manufacturing process. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 674d66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2026. Additional information received: may 22, 2026: I wanted to provide follow up on this before the weekend. This surgeon has block time on fridays so I went to the hospital this morning and was told he is out of town for the holiday weekend. I have made this a priority and will speak with him as soon as I can when he returns from vacation. May 29, 2026: I was able to get up with the surgeon today and he said he would like a copy of the report sent to him. He said he wanted to wait and see what the findings were and that would decide if he needed to speak to anyone. June 2, 2026: I did send a copy of the letter to the surgeon and once again offered to set up a call with ethicon. I will let you know as soon as I hear back from him and will follow up in person with him as well. June 16, 2026: I sent him the email and he told me he had not had a chance to look at it. I have offered a call 3 times and he has not accepted the offer.

Event description:
It was reported that during the nephrectomy, while using the stapler, the patient began bleeding and subsequently passed away. The lead surgeon did not say it was the device's fault, but another surgeon who was not present suggested the stapler might have been a contributing factor.

Manufacturer narrative:
(B)(4). Date sent 3/4/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the bleeding noticed immediately or post operation? What was the anatomy that was stapled in the area where the bleeding was identified? If it was in hilum, were the vessels taken as a bundle or skeletonized? What were the indications for surgery? Did the surgeon wait 15 seconds prior to firing? Were there any difficulties with the device or staple formation during the initial procedure? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was the staple line visualized endoscopically during the initial surgical procedure? How was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Would the surgeon like to meet with ethicon to discuss the issue? Was the death on the or table or post op? Were there any comorbidities that could have contributed to the patient death? Does the operating surgeon believe that the ethicon device caused or contributed to the death of the patient? Why or why not? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2026. Additional information received: surgeon has not requested to speak to ethicon about the event.